Event description:
It was reported by the physician that the patient's generator was believed to be depleting fast. A DHR review was performed which showed that the generator passed all functional tests prior to distribution. A review of programming data showed that the device reached the 25% indicator when only 64.673% of the battery had been consumed. The suspect cause of the issue is due to contaminants on the printed circuit board due to the laser routing process. No additional relevant information has been received to date.

Event description:
Information details that the patient's generator replacement surgery was completed. The explanting facility historically does not return explanted products so device return is not expected.